Manufacturer narrative:
Device evaluation: lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product and fibers on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, -6.0/+1.5/090 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to excessive vault and elevated iop. On (B)(6) 2017 the lens was exchanged for a shorter lens. The problem was resolved.